Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. The lot history records for the device could not be reviewed because the lot number for the reported device was not available. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the tip broke off the vase view hemopro and fell into the pt. The piece was retrieved. The hosp did not report any pt effects.